Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they had their battery replaced on (B)(6) 2017. They stated they thought the battery was a bad one, and that it didn¿t last as long as it should have. They noted that their battery has been dead for a good month or two. They lost stimulation. The patient wanted to meet with a manufacturing representative to have their replacement device programmed. The patient was implanted for radicular pain syndrome (radiculopathies).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.